Manufacturer narrative:
Patient is an amputee and uses a wheelchair for mobility. Patient reports having fallen out of the wheel chair at some point after the nalu implant. It is unclear if there was any adverse effect on the device or the surgical sites from that fall. Patient also reports having spent time at a local lake or river and being in the water. It is unclear if the surgical site was healed prior engaging in those events. Additionally, patient has been noted to consistently display poor physical hygiene and has been observed to pick or continually touch the implant incision site. Infection is a known risk of surgical procedures and in this case was likely exacerbated by the patient behavior and compliance while healing.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 to treat right knee pain. On (B)(6) 2023 the patient presented to the physicians office for a follow up visit and was noted to have a somewhat altered level of consciousness. Patient was referred to the local emergency department due to altered mental state and was subsequently diagnosed with infection at the surgical site. A full system explant was performed on (B)(6) 2023 due to the presence of infection.